Event description:
It was reported that the ventricular assist device (vad) patient presented after the controller exhibited an electrical fault alarm and several vad stop alarms. There were no further alarms, and the connector and driveline were manipulated without being able to replicate the alarm. It was also noted that there was a cut in the driveline sheath. The patient was admitted and a driveline sheath repair was performed. The vad/driveline and the controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional products: brand name: heartware ventricular assist system ¿controller 2.0, model #: 1420/ catalog #: 1420/ expiration date: 28-feb-2022 / serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 18-feb-2021, labeled for single use: no, (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the driveline cable ((B)(6)) and controller ((B)(6)) were not returned for evaluation. Review of (B)(6) manufacturing documentation confirmed that the associated device met all requirements for release. On-site inspection of the driveline cable, as well as visual inspection provided by the site revealed damage to the outer sheath. A driveline sheath repair procedure was performed to mitigate the reported conditions. Log file analysis revealed a reactivation event on 01/jul/2022 at 11:02:20. Additionally, a vad stopped alarm was recorded at 11:02:21, indicating that the motor stators failed. An electrical fault alarm was simultaneously recorded at the time of the vad stopped alarm due to an overcurrent condition, which resulted in the stators failing. Followed by a vad disconnect alarm at 11:22:22 due to the physical disconnection of the driveline from the controller. As result, the reported events were confirmed. A possible root cause of the electrical fault alarms, reactivation events, and vad stopped alarm can be attributed, but not limited, to a marginal connection between the driveline and controller and/or contamination within the driveline connector. The most likely root cause of the driveline sheath damage may be attributed to wear and/or improper handling. Additional products: d4: serial #: (B)(6), h3: yes h6: img code(s): g04034 h6: FDA device code(s): a141204 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d15 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.